Event description:
Boston scientific received information that the right atrial (ra) lead displayed pacing impedance measurements greater than 2,000 ohms. Additionally, noise was observed on the ra lead. The patient implanted with this device system was reported to have complete heart block, however, no adverse effects were observed as a result. A revision procedure was performed and the ra lead was surgically abandoned and replaced. The device remains actively implanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. No noise was noted on the electrogram (egm). Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This pacemaker was explanted for reasons noted in report 2124215-2014-06971. The device was returned for analysis.